Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on 11/03/2014 for investigation. Investigation results as follows: the lifeband was not received in its original packaging. The compression pad was received dirty. Further visual inspection of the returned unit revealed multiple creases and twists on the surface of the belt guard. It appeared that the unit had been used and these damages were due to wear and tear. Visual inspection of the clips revealed that both the hook and hinge pin on the right skirt had been bent out of position. Functional testing revealed that the left hinged skirt of the cover plate "snapped" into retracted position. The hook caught the cam style tumbler securing the "butterfly clip" tightly. The right skirt however, would not snap into place allowing the "butterfly" clip to fall open into the side slot of the autopulse, thus confirming the reported issue of the clips not operating properly. However, it should be noted that no issues were encountered when compression testing was performed with the returned lifeband for 10 minutes using a test autopulse platform and mannequin. The unit performed as intended and the lifeband stayed in place during compression testing. All lifebands are 100% inspected to ensure that there are no damages and that the clips function properly. Based on the condition of the returned unit, the cause of the right clip not opening and closing properly has been determined to be handling damage sustained during use or storage.

Event description:
It was reported that the autopulse lifeband was defective. The "clip/skirt" (belt guard) was broken. Customer indicated that the belt guards (black u-shaped plastic clips) on the sides of the lifeband did not "click" and snap into place on the metal post at either side of the lifeband. No adverse patient sequelae was reported. No further information was provided.